Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage after insertion on (B)(6) 2025. The leakage was at the site. No further information available